Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the patient's lower right lip was burned by the head of a handpiece. The patient was applied neosporin for burn. Patient has healed completely. During product eval, high debris level was found in the handpiece. The bearings where grinding, the head was damaged and the back cap button sticks in which lead to heats up the head of the handpiece. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4).

Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the patient's lower lip was burned by the head of a handpiece.